Event description:
Additional information received from the patient reported that the constipation had been resolved. The circumstances that led up to the constipation were they had been increasing 0.1 daily and no diet changes. It was noted that it was extremely out of context with their normal routine. The steps taken to resolve it was they lowered their numbers.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported the patient had fecal impaction (constipated) last week on (B)(6) 2016 and had gone to the ER. The patient had never had issues with constipation before and had read on the manufacturer website that adverse bowel was an adverse event. The patient was to follow up with their healthcare provider (hcp).

Event description:
Additional communication with the patient determined that last summer ((B)(6) 2016) the therapy did not work and she had severe constipation and fecal impaction. The patient reported having to call an ambulance. Patient status is unknown at the time of this report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.